Event description:
It was reported per medwatch that the patient had an instaflo bowel catheter to manage copious loose stool. Initial device was removed when no longer needed. New device inserted approximately a day or two later when loose stool returned. Rn checked retention balloon volume at least once and volume was appropriate. Patient had sudden episode of rectal bleeding on three days later after MRI. More rectal bleeding on the next day. Anticoagulents discontinued. Pt received blood, bleeding controlled. Colonoscopy performed and gi noted a large rectal tear. Suspicion for rectal ulceration and bleeding caused by tube. No definitive evidence though.

Manufacturer narrative:
The instaflo IFU states as a precaution that caution should be exercised in use of this device with patients who may bleed easily due to anticoagulent/antiplatelet therapy or underlying disease conditions.